Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a couple years ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-adapters. Upn: m365sc9208150. Model: sc-9208-15. Serial: (B)(6). Batch: 7074031/7071318.

Event description:
It was reported that patient had a bacterial infection at the pocket site. It was noted that patient incision was not healed properly. The patient underwent an explant procedure where all devices were removed and will not be return.